Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed error code e315 (communication error unsupported scope). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. During troubleshooting with olympus technical assistance center (tac), the customer was advised that they could acknowledge the error and hit the ¿esc key on the upper left side of the keyboard. It was recommended that customer turn off the light source before inserting scope and turn on after scope is inserted. The customer was also advised to reseat the light source cable between the light source and the video system center while it is powered off. It was also recommended to clean the scope contacts with 70% isopropyl alcohol. The light source cable was reseated and the image appeared. The issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined olympus will continue to monitor field performance for this device.

Event description:
The customer later reported there was also a white scattered image. The issue occurred upon receipt of the device. The intended unspecified procedure was completed with a similar device.